Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
Additional information: it was reported that the pump was replaced because it had reached end of service (eos). The patient experienced occasional dysesthetic pain in his legs. There was no flow observed from the catheter. The catheter was divided superficial to the lumbar fascia and no cerebrospinal fluid (csf) was observed. The catheter was then removed. Multiple attempts were then made at lumbar puncture. On two occasions csf could be obtained, but the catheter would not thread. The intrathecal space could not be obtained so electrocautery was used to divide the lumbar fascia. The spinal canal could not be accessed in this location due to a previous spinal fusion. Puncture was attempted superior to the bony fusion mass and the needle was advanced into the intrathecal space and free flow of clear csf was obtained. The catheter entered the lumbar spinal canal at approximately the l2-l3 level and reaches up to lower l5. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an issue with the catheter. The pump and catheter were replaced. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).